Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a few minutes into treatment start with a prismaflex st150 set, a backflow of blood into the anticoagulant line and then an external blood leak were observed. The operator attempted to use a different syringe and infusion pump, but the backflow and external blood leak reoccurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was not available for investigation, however, photos were provided. The visual inspection of the provided pictures showed that a blood leak occurred at the level of the anticoagulant line. The reported condition was verified. The cause is a use error due to the incompatibility between the drug and the material of the set. Based on the information provided flolan was used. The flolan® (epoprostenol) is not an anticoagulant but a drug preventing platelet aggregation. The IFU of the prismaflex mentions the "anticoagulation line", so the flolan® (epoprostenol) should not be injected from the anticoagulant line. Baxter has been made aware of an ¿gsk safety advisory letter¿ in the united kingdom to inform the healthcare professionals that the flolan® solution must not be used with any preparation or administration material containing pet or petg. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.